Event description:
This report is based on information provided by a service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, it was discovered the charging port was damaged with the center charging pin missing. This incident was discovered while at the bench with no impact noted and no patient involvement.